Event description:
The customer reported to olympus, image noise immediately after a repair was completed. The issue was confirmed by a field service representative. During the testing and evaluation if was found that the image was abnormal due to the damage to the imaging unit. The image was magenta and green only. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of image noise was not confirmed. The device evaluation found the curved rubber adhesive part was missing; there was dirt on the operation part that was difficult to remove due to handling; there was dirt on the switch1 part that was difficult to remove; the video connector was cracked; the operations part, grip, right/left lever, up/down plate, right/left plate, switch1, video cable oredome, video connector, light guide cover glass surface, and video connector case were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the device malfunction. A definitive root cause for this issue was not established. However, it was confirmed that the suggested event was due to the failure in the internal circuit board of the video connector. It was presumed that the causes of the failure was as follows; by connecting and disconnecting the video connector while the power of the video system center was on, overcurrent have temporarily flowed. Or the video connector temporarily short-circuited by connecting to the video system center with water adhered to the electric contact of the video connector. Static electricity was produced to the electric contacts of the video connector. The electronic parts including ic were damaged due to age-related deterioration like repeated energization stress. Electronic components will deteriorate over time due to repeated use, and the progression of deterioration also varies depending on a usage environment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been provided in this report.

Event description:
Additional information provided by the customer states that the issue occurred during inspection before use. There was no patient involvement.